Manufacturer narrative:
Results: the catrx was ovalized approximately 14.5 thru 15.5 cm from the hub. The catrx was fractured approximately 23.5 cm from the hub. The catrx was kinked approximately 21.5 and 89.0 cm from the hub. Conclusions: evaluation of the returned catrx confirmed that the catheter was ovalized, fractured and revealed a kink along the catheter shaft. If the catrx is forcefully mishandled against resistance during use, damage such as ovalization, kink, and subsequent fracture may occur. Further evaluation of the returned catrx revealed additional kinks in the catheter shaft. This damage was likely incidental to the reported complaint and may have occurred during packaging of the device for return. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery (rca) using an indigo system catrx aspiration catheter (catrx), non-penumbra guide catheter, and a non-penumbra sheath. During the procedure, the physician obtained access through the arm and placed the guide catheter to obtain images. Next, while attempting to advance the catrx through the guide catheter, the physician experienced resistance approximately halfway through the guide catheter. Subsequently, after making a few attempts, the catrx was able to advance through resistance and the physician completed two passes. Afterwards, the catrx was removed and the hospital technician noticed the midshaft of the catrx to be ovalized and broken. The procedure was completed using the same guide catheter and sheath with balloon angioplasty and stenting. There was no report of an adverse effect to the patient.